Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch #527d77. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned ec60a device determined that the closure trigger was broken and one gst60g reload was loaded on the device. The reload returned fully fired with several b-formed staples on the reload deck and the reload deck damaged. In another instance, the device was returned with the jaws in the closed position and the knife partially advanced. The red manual knife reverse button was activated and the knife returned to the home position as expected. The damage observed on the closure trigger and reload deck is consistent with the device being clamped over an excess of tissue or a hard object. No functional test was performed on the device with the broken closure trigger due to its condition. For other returned devices, functional testing in the articulated position with a test reload showed that the device achieved its complete stroke firing sequence without any difficulties, with complete staple and cut lines, and the remaining staples meeting the staple form release criteria. The knife returned to the home position as expected after activation of the manual knife reverse button. The reported events were confirmed and are related to improper use of the device, such as clamping over excess tissue or a hard object. To mitigate potential issues, it is recommended to rinse and wipe the anvil and reload jaw in sterile solution prior to reloading, and ensure no hard obstruction is included with the tissue inside the jaws. Users should ensure the knife is fully back in its home position when using the reverse button, as the jaws will not open if the knife remains advanced. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 527d77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device locked on tissue with the jaws closed? 2. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout). 3. If the jaws could not be opened, how was the device removed. 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coelio - sigmoid resection procedure, the stapler is jammed in the closed position at the time of stapling. They were unable to open it and had great difficulty in removing the stapler from the patient's tissues. The surgeon succeeded in removing the clamp with the staples - he evokes the risk of fistulation following the incident. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. Corrected data: b1, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.